Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log review identified 44000 error. The visual test found a damaged downstream occlusion (dso) seal. The root cause of the problem was a defective printed wiring assembly (pwa). To solve the problem, the dso seal and pwa will be replaced.

Event description:
It was reported that the device exhibited error code 44000. Per reporter the error code occurred during the software update. There was unknown patient involvement.